Event description:
It was reported to bsc/target that during the procedure more than half of the gdc 10-2d 2-diameter synerg detection was deployed when a loop protruded in the parent artery. The physician tried to pull back the device for reposition, but it instantly prematurely detached. At this time 6-cm of the gdc 10-2d 2-diameter synerg detection circuit were still inside the microcatheter. The physician succeeded to push these last 6-cm with the help of the pusher wire and a guidewire inside the aneurysm. Then the physician tried to push the loop that was still persistent in the parent artery, with the help of a guidewire into the aneurysm but did not succeed. Procedure was then abandoned. Additional info was provided to bsc/target from the phsyician on 4/2002: "the physician stated that upon attempting to reposition the coil due to a loop protruding into the parent artery with 4-cm still in the catheter, 'immediately as excessive force was put on the propulsion wire to bring the coil back the junction broke inside the microcatheter'. The physician was able to push the detached coil into the aneurysm, leaving the first loop in the carotid artery. Pt is under complete heparinization, and an mr scan shows hints of water shed infarction at the transition area of the anterior and middle cerebral and middle cerebral to posterior cerebral circulation. Clinically these lesions are silent. The propulsion wire is being stored at the hosp."